Manufacturer narrative:
Claim# (B)(4).

Event description:
A talk presented at an international congress* reported adverse events associated with icl implantation. Elevated iop, corneal edema and capsular tear have been noted. Secondary yag was performed. Cause of the event was not reported.